Event description:
It was reported that the vns patient was diagnosed with left vocal cord paralysis. It was reported that the patient's generator had been programmed off for some time, but was programmed on a few months later. It was later reported that the patient's device was programmed on to the lowest settings and after a month of no improvement, the patient was seen by an ent and the device was programmed off in (B)(6) 2013. The generator was programmed back on in (B)(6) 2013. It was reported that device diagnostics are within normal limits. It is unknown whether or not the vocal cord paralysis is related to vns therapy. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Product information was obtained.

Manufacturer narrative:
Brand name, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Model #, serial #, lot #, expiration date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Manufacture date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data.